Manufacturer narrative:
H3 other text : availability of suspect product unknown.

Event description:
On (B)(6) 2024, an eye care professional (ecp) called to report a patient (pt) developed a central corneal ulcer with hypopyon and suspected pseudomonas infection in the right eye (od) after using an acuvue® oasys® brand contact lens placed to treat neurotrophic keratitis. The ecp saw the pt today, sent cultures of the eye, and prescribed tobramycin and moxifloxacin for use every hour (duration not provided). The ecp could provide no additional information during the call and agreed to call back with the lot number additional information. Attempts were made to contact the ecp via phone and email for additional medical and complaint information on (B)(6) 2024 with no success. No additional information has been received. No additional information is expected. The suspect od lot number is unknown. Availability of the od suspect cl is unknown. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.